Event description:
It was reported that during surgery, the ring lock of the cervical plate disassembled from the plate. Subsequently, the plate and all four screws were removed and a new plate was implanted instead. Patient outcome: no adverse affect reported as a result of this event.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event.